Manufacturer narrative:
On (B)(6) 2015, immucor technical support used a remote electronic connection method to assess the instrument test well images in question and instrument history.

Event description:
On (B)(6) 2015, a customer site reported an unexpected negative antibody screen when testing on a galileo echo, when tested on (B)(6) 2015.